Manufacturer narrative:
The device was returned for investigation and was received by vascular solutions on 08oct2021. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 18f manta was deployed for closure. The physician was not able to secure the bypass tube through the hemostatic valve of the manta sheath. The complaint has been associated for further investigation, lot review and other testing. Associated to: MDR fu-3010252479-2021-00141 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the manta bypass tube would not stay secure in the valve of the sheath in two devices. Additional information received on 01oct2021: there were no issues with advancing or withdrawing procedure sheaths prior closure. It was reported that three manta devices were used on the same patient during one procedure. After the two manta devices failed, a third manta device was deployed successfully. The same manta sheath was used for the second attempt. When the second manta device did not work, the entire manta sheath was removed over the wire, and a new sheath was placed for the third successful manta deployment. Current patient condition is reported as fine. Associated to: MDR 3010252479-2021-00141 manta.